Event description:
Date of burn injury was 05/14/1999. Integra artificial skin was placed on burn injury site on patient's chest in 1999. Burn injury totaled 60.5% of body surface. Integra artificial skin was placed on 12.1% of body surface. Burn sites adjacent to integra artificial skin were not covered with any graft. On 05/22/1999 patient suffered severe bradycardia which required chest compressions applied to the area of integra artificial skin application. User facility noted infection of chest site on 05/22/1999. Cultures of chest area taken on 05/22/1999 were positive for p. Mirabilis, p. Aeruginosa, s. Aureus, and enterococcus. Blood, urine, and catheter cultures taken on 05/22/1999 were all positive for similar organisms as the chest site. No cultures were taken prior to applying integra artificial skin. No cultures of other burn sites were taken. In 1999 the integra was removed and area treated with sulfamylon cream and solution. Allograft was placed on chest site in 1999. There was no indication of whether allograft was successful as patient expired secondary to renal/hepatic failure, and cardiac problems. Md stated that the patient death was not related to integra artificial skin, but was related to a pre-existing condition.